Manufacturer narrative:
The customer¿s report of a system error 255-xx-xxx was confirmed. Review of the pcu error log shows a pcu15 general os failure (800.8000) occurred at 5:16:39 pm on (B)(6) 2019. There were no events leading up to the error observed in the pcu event log that identified a cause for the error. The pcu event and error logs were sent to software engineering for review. Software engineering stated they have not been able to replicate this failure mode. The root cause of the reported system error 255-xx-xxx could not be identified. No device was returned for investigation. Log review only.

Event description:
It was reported that the device gave system error 255-xx-xxxx in which the pump stopped infusing unexpectedly. Although requested, additional information was not provided.